Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. It should be noted coronary dilatation catheters (cdc), nc trek rx, global, instruction for use (IFU), states: submerge the balloon in sterile heparinized normal saline during balloon preparation, to activate the coating. It is unknown if the IFU violation caused or contributed to the reported complaint. The investigation determined the reported difficulty appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respects to the design, manufacture or labeling of the device.

Event description:
It was reported that the procedure was to treat an eccentric lesion located in the proximal circumflex artery that was heavily tortuous. The nc trek rx balloon burst during the second inflation at 16 atmospheres. The device was not soaked prior to use. After the balloon rupture the device was replaced with another nc trek to complete the procedure. There was no reported adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Internal file number: (B)(4). Conclusions code: 4307, 18 removed. It is likely that the combination of the balloon interacting with the heavily tortuous anatomy and the IFU violation contributed to the reported complaint. The investigation determined the reported balloon rupture appears to be related to user error/operational context.